Manufacturer narrative:
Additional information: the treated lesion was in the left anterior descending artery (lad). Calcified plaques were formed in the proximal vessels, local vascular stenosis was 30%-40%, and timi blood flow was grade 3. Diffuse calcified plaques were formed in the middle vessels, the heaviest local vascular stenosis was 95%, and timi blood flow was grade 2-3: no obvious stenosis was found in the distal vessels, and timi blood flow was grade 2-3. The device was inspected before use with no issues noted. Negative prep/purging was not performed on the device prior to use with no problems found. Resistance was not noted while advancing the device to the lesion. An inflation pressure of about 12atm was applied prior to the balloon burst. The balloon burst occurred during the second dilation after the deflation. The device was not moved or repositioned while inflated. Intervention was not needed to remove the device from the patient. There was no damage to the deployed non-medtronic stent as a result of the event. The stent was post-dilated after the balloon rupture with other balloons that were 3.0x10mm and 3.5x12mm. The patient was discharged safely. Patient gender and weight provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc sprinter coronary balloon catheter to treat a lesion. The patient underwent coronary angiography which showed severe stenosis of the coronary artery. Coronary stent implantation was performed, and the device was being used to post dilate the stent. It was reported that the balloon ruptured. The balloon was immediately replaced, and the surgery was continued. The surgery was smooth, and the patient had no discomfort. The event increased the difficulty of the surgery and delayed the surgery time. No further patient injury reported.